Event description:
It was reported by the (B)(6) centre that patient underwent primary hip procedure on (B)(6), 2009. Revision procedure was performed on (B)(6), 2012 due to ongoing tendinitis and soft tissue impingement.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.expiration date - unknown.manufacture date - unknown.